Manufacturer narrative:
The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, it is not available for eval. The event investigation is currently underway.

Event description:
It was reported that upon deployment of the stent graft, the outer sheath got caught on the stent graft and moved the stent graft from the intended site at the venous anastomosis into the graft. The physician advanced a balloon catheter and attempted to move the stent graft back to the target site but was unable. The physician deployed another stent graft overlapping the first one, successfully completing the procedure. There was no report of injury to the pt.